Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unk. "The sheat attachment peeled off from the ring approximate size 1-2 cm." "Our customer mistakenly thrown the actual used product, so we can`t return for inspection." Additional information was received via email on 21jun2018 from, (B)(4), distributor. "The incident occur after placement of the product, while the doctor tried to roll up the sheath." Type of intervention: unk. Patient status: unk.